Event description:
A customer stated that, while doing maintenance on their dxc 600 pro instrument, they got "cc cuvette not dry before 1st reagent dispense" errors. The customer also detected the reagent probe a was leaking. The customer was wearing gloves and eye protection when the leak was discovered. No one came in direct contact with the fluid so there was no biohazard exposure to open wounds or mucous membranes.

Manufacturer narrative:
With the assistance of the customer technical support representative, the customer found the reagent probe a tubing fitting was loose. The customer tightened the fitting to resolve the issue. (B)(4). Customer resolved the issue.